Manufacturer narrative:
A previous report erroneously reported the patient¿s ipg was explanted and replaced. This has been corrected above to reflect the lead was explanted and replaced.

Event description:
Surgical intervention was undertaken where the old lead was removed and a new lead placed. Surgical intervention addressed issue. No reported complication during procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Event description:
It was reported that the old ipg was explanted and a new ipg implanted with reported therapy post-surgical procedure. No reported complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.